Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the patient with acceptable measurements. As the physician was suturing the rv lead down, an abrasion in the insulation was noted. The rv lead was then removed and replaced. The physician observed a small portion of the insulation proximal to the suture sleeve to be missing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed this complete lead was returned with a stylet still inserted. The helix was retracted with blood/body fluid noted in the terminal area and terminal pin opening. A portion of silicone insulation was missing from the lead approximately 72-74 mm from the terminal pin with puncture marks on either side with corresponding drag marks. This type of damage is consistent with a grabbing/pinching tool such as a hemostat. Analysis confirmed the reported clinical observation of lead damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the patient with acceptable measurements. As the physician was suturing the rv lead down, an abrasion in the insulation was noted. The rv lead was then removed and replaced. The physician observed a small portion of the insulation proximal to the suture sleeve to be missing. No adverse patient effects were reported.